Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, non-conformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, vessel spasm, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01416.

Event description:
On (B)(6) 2019 the patient underwent a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the patient experienced a vasospasm in the left common carotid artery (cca) and left cervical internal carotid artery (ica). Therefore, the physician administered verapamil to treat the vasospasm. This event was considered resolved on (B)(6) 2019. The vasospasm was adjudicated to be a non-serious adverse event definitely related to the index procedure, probably related to the neuron max and possibly related to the jet7.